Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated alinity I tsh and provided the following data: the first sample (sample ID (B)(6) was hemolyzed and generated a result of 5.1393 miu/ml. The customer requested a new sample, which generated a result of 3.8111 miu/ml. The hemolyzed sample was then repeated and generated a result of 5.3163 miu/ml. (Customer reference range 0.35 - 4.94 miu/ml). Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The median population values obtained with the complaint lot 69161ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 69161ud00 was identified.

Event description:
The customer reported false elevated alinity I tsh and provided the following data: the first sample (sample ID (B)(6) was hemolyzed and generated a result of 5.1393 miu/ml. The customer requested a new sample, which generated a result of 3.8111 miu/ml. The hemolyzed sample was then repeated and generated a result of 5.3163 miu/ml. (Customer reference range 0.35 - 4.94 miu/ml). Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.